Event description:
It was reported that "during use, there is leakage and damage at the pressure sensor end of the conduit". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "critical". The patient was critical prior to the event.

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided.

Event description:
It was reported that "during use, there is leakage and damage at the pressure sensor end of the conduit". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "critical". The patient was critical prior to the event.

Manufacturer narrative:
(B)(4) other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during use, there is leakage and damage at the pressure sensor end of the conduit". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "critical". The patient was critical prior to the event.

Manufacturer narrative:
Qn#(B)(4). The reported complaint that "there is leakage and damage at the pressure sensor end of the conduit" could not be confirmed upon investigation of the returned sample. The customer returned a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a cardboard box and was within a yellow biohazard bag (inp-1, inp-2). Returned with the sample was the supplied 40cc driveline tubing; dried blood was noted on the exterior surface. Upon return, the one-way valve was tethered to the short driveline tubing (inp-5). The bladder was fully unwrapped (inp-6). A kink to the iabc central lumen was noted at approximately 57.7cm from the iabc distal tip (inp-7). Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 57 cm from the iabc distal tip, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen and dried blood had exited the central lumen with the guidewire. The guidewire was front loaded through the iabc luer. The guidewire was able to advance through the central lumen and blood had exited the central lumen with the guidewire. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed, after clearing blood from the central lumen during the guidewire test. A device history record (DHR) review was unable to be completed, as no lot number was reported. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.